Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The rep reported that they were concerned with the possibility of the patient's ins turning off unexpectedly. Additional information was received from the rep clarifying that the concern with the ins being off was that no one intentionally turned the device off, so they questioned how it turned off. The ins had not been turned off again until the patient's meeting with the rep on (B)(6) 2017. There were no current therapy or device concerns. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the cause had not been determined.